Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -4.0/1.0/137 (sphere/cylinder/axis) was implanted as a replacement lens into the patient's right eye (od) on (B)(6) 2023 due to excessive vault and significant reduction or irdiocorneal angles. The problem was resolved. Reportedly, the patient wants to exchange for preference.

Manufacturer narrative:
A4-a6:unk. H6: work order seach: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
H10 - initial medwatch report should be disregarded as the claim was found to be n/a per the reporters information. Claim#: (B)(4).